Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04059. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for auto-reducing/high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported event.